Event description:
It was reported, locking cap cannot be removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation showed the device was stuck, and as confirmed by visual inspection. Further, the device was dismantled and checked for conformance to specifications, and it was determined the device was found to be in compliance with the technical drawings and specifications. Also, a review of the device history records (DHR) was performed and it was reported: the DHR was reviewed and the record indicates the parts were manufactured in conformance with specifications. No manufacturing related deficiency could be detected.